Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. In addition, the battery gauge was fluctuating. During troubleshooting with tandem technical support, the customer was instructed to charge the pump using a different wall adapter for 30 minutes. Customer declined tandem technical support to follow-up regarding the reported issue. The customer¿s blood glucose (bg) level was ¿low¿, per cgm meter reading. Bg cause was unknown. Customer consumed carbohydrates to address bg.